Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experience elevated blood glucose (bg) ranging from 154-274 mg/dl. Insulin injections and an alternate pump were used to address bg. Customer and healthcare provider allege the pump was not working properly; intermittent occlusion alarms occurred. Pump supplies were changed to address occlusions. Customer declined tandem technical support's offer to troubleshoot.